Event description:
Physician performed routine tube change on this outpatient. While pt was dressing, she found tube to be leaking urine. We found tube to be leaking urine also. Returned pt to procedure room and performed tube change again. Defective tube is being sent back to MFR (cook, inc.) For eval.